Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, angiography and echocardiography revealed moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed resulting in no change to the pvl. A second transcatheter bioprosthetic valve was implanted, valve in valve, higher in the annulus which resulted in mild pvl. No further treatment was prescribed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.